Event description:
The guidewire would not pass through the microcatheter during preparation of the devices. Upon checking the guidewire, it was discovered the coating was severely peeled.

Event description:
The guidewire would not pass through the microcatheter during preparation of the devices. Upon checking the guidewire, it was discovered the coating was severely peeled.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no issues for this batch were found. The DHR showed this device met all required specifications upon its release. Additional information regarding this event was requested, and from the answers received, it was determined that continuous flush was not maintained throughout the procedure. Resistance was encountered at the distal end of the catheter. There was visible damage to the catheter after removal. A non-boston scientific guide catheter was used, and after friction was felt the user attempted to force the guidewire through. The device is unavailable for evaluation therefore a definitive root cause could not be determined. Based on the additional information provided is likely that the lack of continuous flush created friction between the microdelivery catheter and guidewire. Subsequent advancement of the guidewire against this resistance then led to the damages seen on the microdelivery catheter and guidewire including the peeling. The directions for use (dfu) for this product family specifically instructs the user to "maintain a continuous saline flush between the guiding catheter and the interventional device and between the interventional device and the guidewire during the procedure" and "never advance, auger, withdraw, or torque a guide wire which meets resistance". Therefore, the cause of the event has been determined to be related to the user failure to follow instructions.